Event description:
Customer states that the pump under infused by 3 ml. The rate and dosage were 500 ml/hr and 10 ml.

Manufacturer narrative:
The volumetric accuracy test was performed, pump delivered amount within specification (specification is +/-5 percent). Complaint could not be confirmed.